Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's incision began to reopen approximately a month after implant. It was reported that the patient frequently pulls at their incision. The incision was closed with staples. Subsequently, the patient's right ventricular lead was explanted as the physician suspected infection. No additional adverse patient effects were reported.